Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. The c-ring was inspected using microscopy. The c-ring port through which the saline is delivered was blocked with clotted blood/fluid. Based on the results of the investigation, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope wash tubing malfunction, fluid poured into the wrong port. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).